Event description:
It was reported that 10 syringes 1ml ls sp120 had excessive lubricant in their barrels that leaked out onto the user's hands during use. The following information was provided by the initial reporter: "customer from a covid hub, is inserting 100's of vaccines per day. Has noticed on multiple syringes over the last couple of days that the lubricant of the syringe is excessive, leaking on her hands, and extremely slippery. Customer is concerned if this is inside the syringe would it be contaminating the medication? When sliding the plunger, the plunger leaves a mark on the syringe due to excess lubricant."

Manufacturer narrative:
H6: investigation summary ten samples and photos received for investigation, upon visual inspection of the samples received no foreign matter or signs of excess silicone could be observed in the fluid path of the syringes. A device history review was performed for the reported lot 2009094 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2009094 and found to be within specification. Testing was performed on the samples, results verified amount of silicone was with the required limits. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 syringes 1ml ls sp120 had excessive lubricant in their barrels that leaked out onto the user's hands during use. The following information was provided by the initial reporter: "customer from a covid hub, is inserting 100's of vaccines per day. Has noticed on multiple syringes over the last couple of days that the lubricant of the syringe is excessive, leaking on her hands, and extremely slippery. Customer is concerned if this is inside the syringe would it be contaminating the medication? When sliding the plunger, the plunger leaves a mark on the syringe due to excess lubricant."